Manufacturer narrative:
This device was included in a field action, returned product testing found the device did perform as described in the field action. Product event summary-the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) 2011 (B)(6). (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) reached recommended replacement time (rrt) earlier than expected and early battery depletion is suspected. The device was removed and replaced. No patient complications have been reported as a result of this event.